Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed for the blank display and the display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1812 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered on successfully after battery installation. Multiple attempts were made for the keypad to respond and the keypad remained unresponsive. Keypad overlay was removed, and no moisture damage was noted during visual inspection. During deconstructive analysis, under microscope investigation it was determined that the cracked trace (lead 1) on u1 keypad assembly was visually cracked. Leading to unresponsive buttons. Unable to perform sleep current measurement test, active current measurement test and self test due to keypad anomaly. Proceeded by cutting the unit open and performed visual inspection on connectors, keypad flex connector was plugged in properly. Moisture damage was noted on electronic assembly. Unable to download unit using thump software due to unresponsive buttons. Unit was received with broken trace, cracked case (battery tube), scratched case and stained keypad overlay. In conclusion, customer allegation was not confirmed when unit powered on after battery installation. However, during deconstructive analysis an unresponsive button was noted due to a broken trace on u1 keypad assembly. Moisture damage was also noted on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.